Manufacturer narrative:
Investigation results: device/batch history record review showed the lot was built on afa line 10 on 23 aug, 2016 through 26 aug, 2016 for the quantity of (B)(4) units. Per review it was noted that there were no reject activity findings throughout the build of this lot that would impact upon the quality of the product. Set-up and in process samples (including but not limited to) for tip quality grading, penetration and drag test, catheter leak test and catheter pull test were performed throughout the process, all the inspections passed per specifications. No significant discoveries were found. The peura (end user risk analysis) was analyzed to determine the risk to customer. The analysis showed that due to low occurrence, current risk is acceptable. Observations and testing could not be performed because units were not provided for investigation of this incident. Conclusions: the defect stated in the event description could not be identified or confirmed and root cause could not be determined, as the unit described in the product incident report was not provided for evaluation and testing. Therefore, there was no physical/mechanical evidence to confirm or to support manufacturing process related issues for the defects stated in the description of the complaint.

Manufacturer narrative:
Initial reporter phone#: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the catheter from a bd insyte¿ autoguard¿ shielded IV catheter broke of during use. No injury or medical intervention.